Manufacturer narrative:
(B)(4). The surgeon provided the following comments to the sales rep: the shears are way too sharp. The scissors are unsafe. Each time ees scissors get near his case, he files a complaint. Surgeon is upset that we have not altered the design of our product. Scissors are a problem with whatever they touch. Don't always have control laparoscopically. Conference call took place on (B)(4) 2012 with ees marketing, customer quality, life cycle engineer, design engineer, field quality engineer, and sales rep to discuss with the surgeon the reported complaint. The following information was provided: "the account converted to ees products from covidien approximately two years ago. The surgeon is happy with all ees products besides the scissors (5dcs). The surgeon has not used the scissors since this incident took place in (B)(6) 2010. During the robotic partial laparoscopic nephrectomy procedure, he was using the scissors to take town adhesions and inadvertently cut the gall bladder with the tips of the scissors. He called in a general surgeon to remove the gall bladder. The patient was made aware of the unexpected cholecystectomy post operative and was understanding of the outcome." The surgeon mentioned he will be following up with the FDA. Summary provided by ees medical consultant: "I have reviewed the product inquiry and the further information recorded. I have examined a new, out of the package, pair of 5dcs. I understand the surgeon has concerns about the "sharpness" of the scissor tips. They are certainly more tapered at tip, particularly when the jaws are opened, than the standard scissor tip utilized on reusable handles. Whether they are "too" sharp, however, is a subjective measure. The design specification has always been the need to cut from root to tip, thus the design of a tapered aspect. This tapered tip allows for enhanced dissection capabilities in addition to complete cut lines within the scissor jaws. Good laparoscopic technique mandates maintaining visualization of instruments during insertion, particularly sharp, or hot, instruments. Failure to do so can result in inadvertent injury to surrounding tissue."

Event description:
It was reported that during a robotic partial nephrectomy procedure, the device touched and penetrated the wall of the gallbladder. The surgeon had to remove the patient's gallbladder due to this event and it was reported that it was likely done in a laparoscopic manner. Since the procedure took place 1.5 years ago, no device will be returning.